Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on posterior side assessed, as fold flow opening. Additional observations: creases were observed. White particles were observed, on the outer side of the device. Deformation observed. Wear abrasion observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.